Event description:
The following describes a surgical complication during a wrist arthroscopy. The surgeon described the complication as "while opening the arthroscopic grasper in the joint, the top half of the grasper jaw broke off at the hinge, consistent with a instrument material fatigue fracture." The broken instrument fragment was removed. The radiocarpal joint was inspected with no additional pieces identified. Intraoperative x-rays and broken reassembly of the instrument was completed.